Event description:
It was reported that the device has a communication issue. The pcu 8015 would not communicate with multiple lvps (when more than 1 lvp attached to pc unit, the second lvp will not show channel ID). The tech recommended replacing the logic board. There was no patient involvement.

Manufacturer narrative:
Technical support (ts) performed troubleshooting over the phone to determine 8015 did not communicate with lvp (large volume pump). Ts suggested to replace logic board and return module back to the factory. Device history record: a review of the device history record showed the device had a manufacture date of 06apr2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : over the phone troubleshooting.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device has a communication issue. The pcu 8015 would not communicate with multiple lvps (when more than 1 lvp attached to pc unit, the second lvp will not show channel ID). The tech recommended replacing the logic board. There was no patient involvement.